Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a patient (age and gender unknown) the device shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. Despite our attempts to obtain the suspect product for evaluation, to date we have not received it. Upon receipt of the product, we will re-open the claim and conduct a full evaluation.